Manufacturer narrative:
Incidental findings: intermittent low flow alarms. Manufacturer's investigation conclusion: the report of suspected pump thrombosis could not be confirmed through the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6). A direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Additionally, a direct correlation between the suspected pump thrombosis and the reported hemolysis could not be conclusively established. (B)(6) was returned with the pump cable severed approximately 6.5¿ from the pump housing. The distal portion of the pump cable and modular cable were not returned. The sealed outflow graft was returned detached from the pump outflow, but with the sealed outflow graft bend relief engaged to the graft hardware. The cuff lock had been disengaged prior to the pump¿s return and the apical cuff was not returned with the device. Upon disassembly, examination of the pump¿s blood-contacting surfaces revealed no evidence of depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device captured events consistent with the reported pump exchange surgery. The retrieved data appeared to capture the pump operating as expected. The pump was cleaned, reassembled, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of this document lists adverse events, including venous thromboembolism, arterial non-central nervous system (cns) thromboembolism, pump thrombosis, and hemolysis, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. This section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR # 2916596-2023-06529. It was reported that the patient's pump was exchanged on 25aug2023 due to a small thrombus in the noncoronary cusp of the aortic valve found on a transesophageal echocardiogram on (B)(6) 2023. The aortic valve was unable to open. There appeared to be a small thrombus within he residual limb of the left atrial appendage and there may have been some ongoing flow within the deeper portions of the left atrial appendage as well. The patient also experienced a progressive rise in plasma-free hemoglobin despite an increase in partial thromboplastin time (ptt).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.